Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information: it is unknown what surgical approach was done for this patient and if this patient had neoadjuvant radio chemotherapy or how many days post-op the leak was. Were there any issues experienced with the device in the initial surgical procedure? No. On the contrary. Anastomosis was completely inconspicuous. No risk anastomosis, tension-free, no ischemia (also not in the endoscopies later). What healthcare professional fired the device and what is his/her experience with the device? Yes. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? The marker was in the green area, usually directly adjacent to the black line. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unk. Was the device difficult to close? Not reported. Was the device difficult to fire? Not reported. How many counterclockwise revolutions of the adjusting knob were used to open the device? No abnormalities. The truck came off without any problems after opening 2 revolutions. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? The rings were complete. Was a complete transection of the white breakaway washer visually confirmed? Unk. Were there any issues noted with staple formation at any point throughout the care of the patient? Was a leak test performed? Leak test carried out, no abnormalities. Was the staple line visualized endoscopically during the initial surgical procedure? No. Macroscopically recognizable abnormalities. As surgeon said, no risk anastomosis. Paracolic abscesses, hematomas, ischemia, etc. Could be definitely excluded. The anastomoses themselves were also basically "fire and forget". In particular, the mis procedures were without relevant blood loss or other risk factors. The early insufficiencies on days 2-5 are more indicative of a technical problem, but the one on day 7 was also a 4/5 tear in a primary absolutely bare anastomosis site. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that significant insufficiencies with the device. Surgeon closed and controlled the anastomosis during the rectal resection. Several days post operatively half of the anastomosis was partially open. The patient died from sepsis (partial insufficiency approximately 40%). Procedure: anastomosis.

Manufacturer narrative:
(B)(4). Date sent: 04/05/2023. H6: health effect ¿ clinical code = gastrointestinal system (e10). Additional information received: can a detailed timeline of the events leading up to the death be shared with us? The patient underwent surgery (low anterior resection) on (B)(6) 2022. He developed a paralysis on the 2nd p.o. Day. At (B)(6) a rip out oft he abdominal fascia was detected and reconstructed in or. At this time there were no other pathological findings in the abdomen. A progredient paralysis was dominating the following days. At (B)(6) the clinical condition of the patient got worse. Over the drain air leaked out and the patient got septic. In or an approx. 1 cm wide leak in the ventral part of the anastomosis was detected, and the pat. Got a resection of this segment and a stoma. The following day the condition went worse and the patient died on (B)(6) in septic shock what was the date of the patient¿s death? (B)(6) in 2022. Has the cause of death been determined? Septic shock. Does the surgeon believe the ethicon device caused or contributed to the patient death or were there other contributing patient factors? At least part of the problem. The patient had many diseases. He had cardiac and pulmonal pre-existing illness and was asa 3. As a single event, it wouldn´t have been noticeable. But in a continuing row of 6 leaks and major complications within a short time it was very unusual. As we use ethicon staplers for a long time we wondered, because never before such a number of leaks has appeared. Nothing had changed in the or setting or the surgeons. Would the surgeon be interested in speaking with ethicon medical and engineering personnel? No, I´m in contact with the surgeon.